Event description:
Shortly after essure was implanted, nausea, vomiting, diarrhea and fever started. This prolonged on and off from (B)(6) 2016 to (B)(6) 2018. Hair loss came shortly after in 2017. I had facial acne I couldn't control starting in (B)(6) 2017. My menstrual cycle became extremely heavy, long, painful, and clotting after implants. Which then lead to low iron levels. I had extreme fatigue, blurred vision, brain fog, dizziness, and mood swings.